Manufacturer narrative:
Concomitant medical products: product ID 34872847, lot# b0291641k, product type: lead. Product ID 34872847, lot# b0291639k, product type: lead. Product ID 74895147, serial# (B)(4), product type: extension. Product ID 74895147, serial# (B)(4), product type: extension. Product ID 74002, lot# 0207164719, product type: adapter. (B)(4).

Event description:
The health care professional of a foreign clinical study reported the stimulator "disturbed" the patient in the belly. The stimulator moved and disturbed the patient when it moved to the vertical position. With their parkinson's they would lose equilibrium and were more unstable when stimulation was on. It was unknown what led to the event. No falls were noted as related. The entire system was explanted and was not replaced. The event was related to the stimulation and was considered resolved without sequelae. Patient medical history includes degenerative disc disease in 2002, combination back and leg pain along with spinal stenosis in 2004.